Event description:
Boston scientific has become aware of the following event: a cypher stent was implanted at cx distal. The imaging was performed after that and it got stuck at the withdrawal. Another guiding catheter was approached and a balloon was inflated at the distal edge of the cypher stent. However, it couldn't be removed. Therefore, it managed to remove with torque.